Event description:
It was reported that the customer experience an elevated blood glucose (bg) level of ¿high¿, specific value not provided. Reportedly the customer had not completed the load fill tubing process. Tandem technical support educated the customer on proper fill steps and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.